Manufacturer narrative:
Additional information has been provided in b.5, d.4 and d.11. Corrected information has been provided in b.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and clarification was received indicating that there were bubbles in the tubes and reflux was too weak during multiple ocular procedures in october 2019. The bubbles occurred during all stages in the patient's eye. The number of events are unknown. The procedures were completed with difficulty. There were no system messages and no system alarm.

Manufacturer narrative:
The company service representative examined the system and could not replicate the reported event. The company service representative confirmed system message (sm) [inlet pressure is below 90 psi; system may have reduced performance. Adjust to between 90-120 psi.] In the event log however, could not replicate it. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. No cassette sample was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. After final assembly, each cassette is verified that all required tests have been performed and all acceptance criteria were met. The system was found to meet specifications; thus, the reported event could not be replicated and the root cause remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that microreflux was too low and reported bubbles in the pipes during multiple procedures. The settings were modified by the company representative however, the surgeon then indicated that the parameters were too strong. There were no consequences for patients. Additional information has been requested.